Event description:
A malfunction was reported, identified by malfunction code 12, but no notable events occurred prior to the issue. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support noted that the malfunction code was resettable, but the user was unavailable for the pump reset and planned to call back to complete the process.